Event description:
It was reported that the patient received 3 hv therapies and had multiple aborted therapies due to noise. Increased pacing impedance was noted. The lead will be explanted. The patient will be monitored until the extraction procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.